Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 3rd october, 2022 getinge became aware of an issue with one of surgical lights - powerled ii 500. It was stated after the completed installation and removal of protection cover, the defective painting was discovered on the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii 500. It was stated after the completed installation and removal of protection cover, the defective painting was discovered on the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due to defective paint on fork which could be considered as technical deficiency, and in this way device contributed to event. There is no indication if the device was being used for patient treatment at the time when the event occurred. When reviewing reportable events for this type of issues we were able to establish that the received incident of paint peeling on powerled ii surgical lights occurs at very low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by the subject matter expert, on a powerled ii configuration, after unpacking the product, paintwork damages was detected on the fork. There are 4 marks while the gap between each mark is the same. According to the subject matter expert¿s statement is obviously the result of a tool or a machine. The fork process manufacturing was checked at maquet sas in order to verify if some tools could lead to such marks. Anywhere in the production line, a tool comes in contact with this fork location. Forks are systematically hold by the shaft and not by a paint area. Besides, at the end of manufacturing before packaging the whole light is visually checked. Given the current knowledge and circumstances the event at hand remains an isolated case and it was impossible to determine the root cause. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2022-05-12 corrected h4 manufacture date: 2022-06-20. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.